Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the patient fell several months ago and lead pulled down one to two vertebral bodies. The fall was not related to stimulator. The patient had a return of pain. The issue was resolved with device revision.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-dec-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.